Event description:
It was reported that on (b)(6) 2026, a MitraClip procedure was performed to treat functional mitral regurgitation (MR) with a grade of 4 on a patient with restricted posterior leaflet. A steerable guide catheter (SGC) and a MitraClip clip delivery system (CDS) were prepared for use. However, after insertion of the SGC and CDS into the left atrium, space within the left atrium was limited. The clip was steered down to the valve. However, while assessing clip trajectory, transesophageal echocardiogram (TEE) revealed a thrombus-like attachment on the tip of the clip. Therefore, the clip was retracted into the SGC and removed from the patient. While outside the patent, the clip was inspected, but there was no thrombus visible, and no structure suggestive of thrombus was identified within the left atrium. A new clip was then inserted and successfully implanted on the mitral valve, reducing MR to a grade of 1-2. There was no clinically significant delay in the procedure.On the same date, approximately half a day after the procedure, the patient complained of blurred vision "[Diplopia (double vision)]" and left exotropia. An MRI was performed, and the patient was reportedly diagnosed with a mild cerebral infarction (ischemic stroke) and left medial longitudinal fasciculus (MLF) syndrome and left paralytic pontine exotropia. To treat the patient, pharmacological therapy was provided. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.